Event description:
Surgeon inserted the cage + plate assembly. He was unhappy with the cage position. He decided to remove the cage + plate assembly. While extracting the cage + plate assembly and using slap-hammer, the plate disconnected from cage. As a result, cage remained in the disc space. An instrument available during surgery was used to remove cage out of the disc space. The surgeon re-inserted the cage + plate assembly and the plate disconnected again. As a consequence, the product was used without plate. No harm was caused to the patient. As originally planned, a posterior fixation was used to back-up the cage. Delay in surgery was about 15 minutes.

Manufacturer narrative:
Due to the plate connection problem, idys-llif cage was left implanted with no plate or screws by the surgeon. Originally planned in the pre-op strategy, pedicle screws were inserted posteriorly to stabilize the cage and the segment. However, idys-llif is intended to be used as a construct comprised of one cage, one plate and two screws.

Event description:
Surgeon inserted the cage + plate assembly. He was unhappy with the cage position. He decided to remove the cage + plate assembly. While extracting the cage + plate assembly and using slap-hammer, the plate disconnected from cage. As a result, cage remained in the disc space. An instrument available during surgery was used to remove cage out of the disc space. The surgeon re-inserted the cage + plate assembly and the plate disconnected again. As a consequence, the product was used without plate. No harm was caused to the patient. As originally planned, a posterior fixation was used to back-up the cage. Delay in surgery was about 15 minutes.

Manufacturer narrative:
Due to the plate connection problem, idys-llif cage was left implanted with no plate or screws by the surgeon. Originally planned in the pre-op strategy, pedicle screws were inserted posteriorly to stabilize the cage and the segment. However, idys-llif is intended to be used as a construct comprised of one cage, one plate and two screws.